Event description:
Olympus scope was set up and photo was taken in provation without problem. Physician was ready to insert the scope but the image was not working in provation. We had an error message on the screen "scope communication err (b30) contact olympus." We cleaned the scope, changed the scope, changed the provation user and still provation was not working. After ten minutes, provation started working and we were able to do the procedure.